Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. The patient received an inappropriate shock due to ventricular oversensing during ablation. This device remains implanted.